Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, an error message c-30 appeared on the erbe when the surgeon activated the monopolar cautery. The issue was reported to technical support after completing the procedure. Rebooting the erbe did not resolve the issue. The erbe failed and needed to be replaced. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the issue was not confirmed through system log review. Visual inspection indicated that the unit was in good cosmetic condition. Functional testing showed that the unit generated error code c-34 at startup. Additionally, a review of the internal erbe error log identified the presence of errors m-11, c-00, and m-31. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable root cause of error c-34 and c-30 is attributed to a faulty component of the erbe generator. This error indicates a lower/higher voltage than expected during energy activation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse was not present during the event. The customer used the third-party energy equipment to complete surgery.

Event description:
Refer to h11 for follow-up information.